Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) from the united states. On an unspecified date, the consumer started using reach access daily flosser for dental cleaning (route-dental, lot number 0752d, expiration date and frequency unspecified). After an unspecified duration, the consumer noticed that the two white pieces on each side of the plastic popped out. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(4) 2012: qa clarified that the actual consumer complaint involved the mint flavor patch coming off and not the flosser head as initially reported. Since no product was returned a review of the data associated with this complaint category "damaged/defective dispenser/component" was performed and revealed no adverse trends and no trend involving lot number 0752d. Complaint trends will continue to be monitored. Based on this additional information received, the mint flavor patch coming off was considered a non-reportable event.

Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) from the united states. On an unspecified date, the consumer started using reach access daily flosser for dental cleaning (route-dental, lot number 0752d, expiration date and frequency unspecified). After an unspecified duration, the consumer noticed that the two white pieces on each side of the plastic popped out. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(6) 2012. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.